Event description:
It was reported that the device was displaying a service icon and had multiple error codes in memory that indicate a potentially critical failure. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the unit would not operate on battery power. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.